Manufacturer narrative:
The reason for the revision surgery was for an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The device was verified to have gone through acceptable sterilization processes and was within its expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - a patient with an encore hip that was implanted 8 years ago required a revision due to developing an infection. The surgeon explanted the head, sleeve, liner and dome plug; he implanted new devices.

Manufacturer narrative:
Hospital disposed.